Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "buzzer fault upon power up" was confirmed and reproduced during product evaluation. This condition was caused by a damaged speaker harness. However, it is unknown if any repairs have been made at this time. This involved a colleague version 1.7 infusion pump with a user interface module master software version 7.01.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a "buzzer fault upon power-up." It is unknown in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.